Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead had possibly perforated. The cardiologist attempted a unipolar test to confirm perforation, but according to boston scientific technical services (ts), it is contraindicated and is not a programmable option. The lead is still in service. No additional adverse patient effects were reported.